Event description:
Adverse event: embolic stroke, hyperperfusion syndrome, seizure and respiratory distress with intubation. Onset of adverse event: after the procedure. Device issue: none. It was reported via a trial that the pt underwent successful implantation of the xact stent in the right internal carotid artery. After the uneventful carotid procedure, the pt was transferred to the floor where left sided weakness and neglect was noted. CT was normal and was negative for intracranial hemorrhage. Cta was also negative for abnormality and showed a patent stent. The pt also reported to have had a seizure. The pt was given ativan and subsequently experienced respiratory distress and confusion. The pt was intubated for mechanical ventilation. The pt was found to have a small embolic stroke and was diagnosed with hyperperfusion syndrome. The pt is now neurologically normal except for mild dysarthria from a swollen tongue that was secondary to the seizure. The pt bit his tongue during the seizure. The pt was extubated on (B) (6) 2010 and discharged home on (B) (6) 2010. There was no adverse pt sequela. No additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4).